Event description:
It was reported that the patient met with a manufacturer representative at the doctor¿s office about 2-3 weeks ago. It was fine for about a week to a week and a half and then the patient started having to go to the bathroom again 6-7 times at night like she had been since implanted. The patient had been in a lot of pain again and it started since it was implanted. The patient was going to the bathroom too often and was passing too much urine, and wanted to know the lowest or highest number that would help her. The doctor was not there when the patient went for programming. Since implanted, the device had not worked for the patient except the short week to week and a half, about two weeks ago, where it worked for a short time after an adjustment was made at the doctor¿s office. The patient had been in pain also since right after implant.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va080f5, implanted: (B)(6) 2013, product type: lead. (B)(4).